Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 8800 mcg/ml fentanyl at 1797 mcg/day, methadone at an unknown dose and concentration, and clonidine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient saw code 8476 twice on their personal therapy manager (ptm) on (B)(6) 2018. The patient had not had an MRI and was just watching tv when it occurred. No symptoms were reported. The logs were read and the stall occurred on (B)(6) 2018 at 12:55 pm, lasting until 1:23 pm. The patient was in a chair. It was noted the patient did have a money clip in their pocket. However, the gauss strength was unknown. The patient had never had short stalls with the previous two pumps. Alarms were set at 1 x 10 minutes and the pump had been updated using the tablet. No further issues were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was believed there was an additional stall recently, but no further details were known. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) manufacturer representative (rep). The patient had another motor stall and recovery on 2018-oct-20 however it was not known how it was confirmed because the pump had not been interrogated and logs were not checked. It was not known if the patient saw the same ptm code that had been seen in the past. The hcp was handling the issue. No further issues were reported or anticipated.